Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported right side ¿liquid content around the prosthesis on the right in the lower and lateral region¿ and ¿signs of intracapsular rupture". Healthcare professional additionally reported right capsular contracture, grade baker ii. The device remains implanted.